Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment as an issue with the calibration occurred. The root cause was determined to be a defective control board due to the user dropping the device on the floor accidentally. In consequence the defective part due to the drop on the floor was replaced. This is a user error. There was no reported patient or user harm. This complaint was reported by the user outside the us and therefore deemed reportable.

Event description:
The report from hospital say: the clinical staff reported repair, saying that the parameters of the ventilator, such as tidal volume, inspiratory oxygen concentration, etc., could not be adjusted and only the default parameters could be selected. Hamilton-c1 made in nov. 27, 2019.